Event description:
In 2008, the pt's wife reported that the pt is experiencing elevated blood glucose. She stated that the pt ate lunch and bolused 10 units of insulin and 30 minutes later, his blood glucose measured 520 mg/dl. The pt's insulin cartridge and infusion set was changed on the day before and all insulin bubbles were primed out. The pt was unavailable for troubleshooting. Upon follow up on the following month, the pt's wife stated that the pt's blood glucose had returned to normal and that she had mistakenly filled the pt's insulin cartridge with saline instead of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.